Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa ). Lot # is not available. UDI # is not available. Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states, but is similar to device marketed in the USA ((band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is 1 of 2 med-watches being submitted for consumer 1st use, as two devices were involved in this event. See medwatch 2214133-2020-00018 for consumer 2nd use. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer stated that she was given unspecified band aid brand kizu power pads and used it quite some time prior to the day of her reporting the events. Her wound formed pus and festered in the same way as the 1st use and the 2nd use of the product. Her wound had completely resolved with antibiotics. She stated that the product must have had abnormalities because she had used it twice and her wound had formed pus both times. Consumer refused to provide any additional information. This is 1 of 2 med-watches being submitted for consumer 1st use, as two devices were involved in this event. See medwatch 2214133-2020-00018 for consumer 2nd use. The same patient is represented in each medwatch.